Manufacturer narrative:
Investigation summary: incident lot could not be observed from the photos. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood gave incorrect blood sugar value. No serious injury or medical intervention.